Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, urinary problems, erosion, infection, worsened incontinence, dyspareunia, bowel problems, and other unspecified injuries as well as a product problem. It was also reported that the plaintiff experienced incontinence, nocturia, frequency, urgency, mild constipation, abdominal pressure, air in the urinary bladder, urine discoloration, decreased urine output, frequent urination, ureterolithiasis, ureteral calculus, chronic inflammation, edema, hematuria, urinary tract infection and infected seroma. The device remains implanted furthermore, it was reported that the plaintiff died. No cause of death was reported.